Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686 (software version:(B)(6)). Patient information was unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the blank image for fluoro nav was not transferring. The site chose to abort the use of navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was not due the manufacturer's equipment but rather it was user error. The reason the image wouldn¿t transfer was because the team during surgery was confused. All of the manufacturer's equipment was working as it should and a manufacturer representative verified that with the site. Since then multiple trainings have been held with the surgeon and staff. All is working as it should and the staff are completing these cases on their own.